Event description:
According to the reporter: occurred during the laparoscopic hernia repair, the surgeon was placing the needle through the mesh and then through the tissue when the needle disengaged and it was also difficult to load and unload. The needle fell into the cavity of the patient and it was retrieved using a grasper. The patient is alive and has no injury.